Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that there was an electrical spark and ashes were seen after the spark. It is not sure if the electrical spark related to the cord or the working element. No negative impact in state of health reported.